Event description:
It was reported the catheter was dislodged. The catheter was removed from the intrathecal space during an unrelated spinal surgery. It was left ¿sub-q¿ running at the programmed rate of 15 milligrams per day. A healthcare provider (hcp) was called to see the patient because he was not doing well. It was reported that ¿no thought seemed to have gone into what to do¿ once the catheter was cut and left in the patient during the spinal procedure. It was reported that programming the pump to minimum rate mode seemed to be the best option. The pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).